Event description:
Additional information was received that during the valve implant, the valve dislodged aortic. A non-medtronic guidewire (safari) was used during the procedure.

Manufacturer narrative:
Updated data: b5 d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number {j391426}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving the vlv evolutfx-26, the first delivery catheter system (dcs) was inserted into the patient and advanced across a previously implanted 23 mm non-medtronic surgical aortic valve (sav). Some difficulty was noted while crossing the sav. Subsequently, the valve was deployed to 80%. The valve was recaptured due to the depth, however. The patient experienced hemodynamic instability with a mean arterial pressure (map) in the mid-30s mm hg during valve recapturing. Cardiopulmonary resuscitation (CPR) was initiated for approximately one minute and vasopressor medication was administered. The patient's condition stabilized and the decision was made to withdraw the valve from the patient. A new valve was loaded into a new dcs and checked under fluoroscopy. The new system was inserted into the patient and advanced to the annulus. The valve was deployed to 80% at a depth of 4 mm on the non-coronary cusp and approximately 5 to 6 mm on the left coronary cusp. During deployment, the patient's blood pressure decreased rapidly with a map in the 30s mm hg. CPR was initiated as the valve was deployed; however, the valve dislodged into the ascending aorta. After the patient became hemodynamically stabil, it was noted that the valv ecould not be recaptured. The valve was pulled back above the great vessels and fully deployed in the descending aorta. The procedure was aborted, and a surgical aortic valve replacement was planned for a later date. Contributing factors included patient anatomy and a previous surgical aortic valve replacement.